Manufacturer narrative:
Investigation results: since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products.since no actual sample is returned and the use of the sample is unknown, so the root cause of bleeding around the pinhole cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
Specific operational details: on (B)(6) 2025, during intravenous infusion therapy for the patient, the responsible nurse administered a venous cannula according to standard operating procedures. No abnormalities such as bleeding, fluid leakage, or swelling were observed post-cannulation. After secure fixation, infusion commenced. Fluid leakage first occurred 1-2 hours after infusion initiation and persisted for four consecutive days. The catheter required replacement 1-2 times daily during this period, with each insertion performed according to standard protocol. Adverse event description: the adverse event involved recurrent leakage at the infusion site 1-2 hours after starting infusion with this batch of catheters, attributed to catheter susceptibility to damage. The event persisted for 4 days, with leakage occurring 4 times and the catheter replaced 4-8 times, suggesting a potential batch-wide quality issue. Impact on the patient: 1. Physiological impact: leakage caused swelling and discomfort at the puncture site. Repeated punctures exacerbated pain, increased the risk of venous damage and infection, and prolonged recovery time. 2. Psychological impact: frequent punctures and discomfort caused anxiety and irritability, affecting treatment compliance and patient experience. Treatment measures and outcomes: immediately discontinued use of the damaged catheter after leakage, removed it, and reinserted a new one (initially from the same batch, later from a different batch). Applied anti-edema medication to the leakage site. Swelling and discomfort resolved after medication application with no severe complications. After switching to a non-defective batch, no further leakage occurred, IV infusion resumed normally, and treatment progress was not significantly impacted.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.